Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and asystole greater than 8 seconds. It was noted that the patient was symptomatic and there was an oxygen waveform. Subsequently, a revision procedure was performed in which the rv lead was repositioned. No additional adverse patient effects were reported.